Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a diagonal crack on the pump, and the left side of the screen is not a working. A replacement ilet was issued. There was no patient harm or adverse event in this case.